Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congrates on removal') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social medical records: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congrates on removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and renal cyst excision ("I have one on my kidney") and experienced osteoarthritis ("knee osteoarthritis") with joint noise, joint range of motion decreased and joint stiffness, spinal osteoarthritis ("degenerative changes in back"), erythema ("red dots all over the belly") and nephrolithiasis ("also had kidney stone"). The patient was treated with surgery (four surgeries on right knee and removal). Essure was removed. At the time of the report, the medical device removal, osteoarthritis, spinal osteoarthritis, erythema, renal cyst excision and nephrolithiasis outcome was unknown. The reporter considered erythema, medical device removal, nephrolithiasis, osteoarthritis, renal cyst excision and spinal osteoarthritis to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social medical records: medical device removal", kidney cyst, kidney stone quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received. New event knee osteoarthritis (with symptom knee crackle and pop, knee hard to move and knee stiff) was added. Fu3, fu4 & fu5 were processed together. On 23-mar-2020: social media content received. New event degenerative changes in back was added. Fu3, fu4 & fu5 were processed together. On 23-mar-2020: social media received. New event red dots all over the belly was added. New reporter added. Fu3, fu4 & fu5 were processed together. On 23-mar-2020: social media received: new events were added: renal cyst, kidney stone and reporter information were updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congrates on removal') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social medical records: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.